Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 18, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 3259, 25) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation finding: 3259 - improper physical structure investigation conclusions: 25 - cause traced to manufacturing the returned sample was disassembled and found that the small o-ring on the venous inlet had been misseated leading to the o-ring not sealing the venous inlet. It was confirmed that there was a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. A general training has been performed with the manufacturing associates to raise awareness to this issue. A representative retention sample was disassembled, and the o-ring was confirmed to be appropriately assembled. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, air bubbles were noticed on the venous side of the reservoir. There was vacuum applied to the reservoir at -30mmhg. There was approximately 700ml in the reservoir after having primed the circuit. The tubing and lured caps were checked to make sure there wasn't a compromised seal on the reservoir prior to removing it from the circuit. No patient involvement the product was changed out the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).